Manufacturer narrative:
H11: the actual sample was returned for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional tests were performed which included leak, clear passage, and clamp function tests with no issue observed. The transfer set was also connected and disconnected using an in-lab patient connector with no issues and no leaks observed. The reported condition of connection issue was not verified. However, the reported condition of separation was verified. The cause was determined to be a manufacturing related issue caused by an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (light blue) of the minicap transfer set. This was observed during a post-op flush. After locking the transfer set with heparin, the syringe could not untwist from the luer lock connection without the whole dark blue tip detached from the light blue area. The transfer set was changed as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.